Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient's mother on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The distributor on behalf of the patient's mother did not report injury or medical intervention.